Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn as this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that patient had suffered a hypoglycemic event that resulted in patient being involved in a minor car accident. Patient was stopped at a red light when she felt incoherent and took her foot off the brakes. Car rolled forward and gently bumped front vehicle. Paramedics were called. Patient reports that cgm/bg values at the time of her episode were 160/20 mg/dl. At the time of her call to dexcom technical support patient reports that she was feeling fine.